Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of atrial activity and intermittent capture approximately one month post implant. The patient was noted to have shortness of breath (sob) and fluid retention, however, the physician felt that the symptoms were likely due to being in atrial fibrillation (af) 45 percent of the time since implant. A lead dislodgement was suspected. A lead revision procedure with possible upgrade to a cardiac resynchronization therapy pacemaker (crt-p) was planned for an unknown future date. No adverse patient effects were reported. This device remains in service. Additional information has been requested. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of atrial activity and intermittent capture approximately one month post implant. The patient was noted to have shortness of breath (sob) and fluid retention, however, the physician felt that the symptoms were likely due to being in atrial fibrillation (af) 45 percent of the time since implant. A lead dislodgement was suspected. A lead revision procedure with possible upgrade to a cardiac resynchronization therapy pacemaker (crt-p) was planned for an unknown future date. No adverse patient effects were reported. This device remains in service. Additional information has been requested. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that a lead dislodgement was confirmed. Surgical intervention was undertaken. The lead was explanted and replaced. No additional adverse patient effects were reported. The lead is not expected to be returned.